Event description:
It was reported that the device gave the user a high alert error during a spinal infusion on (B)(6) 2024, displaying error code 45630. The product fault occurred while in use with a patient. Turning the device on, on (B)(6) 2024, gave the user error code 45630. Patient harm and or adverse events are unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the pwa board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.